Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was unable to duplicate or confirm the pressure problem. Functional testing was able to confirm the device sensing problem. The downstream occlusion sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The issue reported was ¿overpressure and cassette not connected correctly¿. There was unknown patient involvement.